Event description:
The manufacturer received information alleging,particles are floating in the device.particles in tubing/chamber that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging,particles are floating in the device. Particles in tubing/chamber that are related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. Observed the following sound abatement degraded foam indications: pieces of sound abatement foam, consistent sound abatement foam, were found in the blower box, on the blower motor, inside the blower motor, inside the bottom of the enclosure, and at the air output port. Black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The sound abatement foam at the bottom of the enclosure visibly showed that it was degraded, was moist and had a large piece of sound abatement foam missing from the formation. Large piece of sound abatement foam was stuck to the top of the blower motor. In secondary findings dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Brown dust-like contamination at the air inlet and the inside bottom of the blower box. The device's downloaded event log was reviewed by the manufacturer and found six errors. The manufacturer concludes can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings.